Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch of which were manufactured and distributed in the market (B)(4) units. There are no units in stock. Received a detached needle without thread (there is no pack available either). The received needle has been checked and we have noticed that there are marks of the needle holder / surgical instrument in the needle attachment zone. The needle has been damaged during handling of the suture (as can be seen in the enclosed picture) and the needle detachment from the thread has been caused by this wrong handling. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Final conclusion: the complaint is considered as not justified because the needle was damaged by wrong handling. Note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that when the suture package was open the needle was detached from the thread.